Manufacturer narrative:
Patient presented with shocking sensations; patient underwent revision surgery where leads were disconnected, cleaned, and reconnected; patient is now doing fine. No further action to be taken.

Manufacturer narrative:
Patient receives shocking whenever she is walking or using the bathroom. On april 10th, dr. (B)(6) removed the leads from the neurostimulator, cleaned them, and reinserted them into the device. The patient is scheduled to return for a post-operative follow-up appointment on april 30th; waiting to hear how the appointment went.

Event description:
From the call center, " the patient is (B)(6). I have a question regarding a gastric electric stimulator. She is getting shocking sensation in her stomach. Is that normal?"